Event description:
It was reported that the pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). The noise was oversensed on both channels. Which resulted that the pacemaker storing inappropriate atrial tachycardia response (atr) episodes. The patient is pacemaker dependent, and pacing inhibition greater than two seconds was seen. At this time, the pacemaker system remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).